Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure 'noise image' was confirmed, and the 'no image' failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction no image was not confirmed during evaluation, the definitive root cause could not be determined. The event noise on the screen was cause due to a quality defect in the printed circuit board. The most probable cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope's image was not displayed and screen became noised. The issue during set up / inspection for use (during set up in room / before patient in room) there were no reports of patient involvement.